Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
A healthcare professional reported receiving an inaccurately high reading on the adc blood glucose meter. A patient's blood glucose was checked and a meter reading of 300 mg/dl was obtained compared to a laboratory result of 120 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. It was further reported the "patient was binge drinking and had a seizure and got a possible concussion". Patient was treated with "b5 IV amp of d50 and additional amp of d50". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported receiving an inaccurately high reading on the adc blood glucose meter. A patient's blood glucose was checked and a meter reading of 300 mg/dl was obtained compared to a laboratory result of 120 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. It was further reported the "patient was binge drinking and had a seizure and got a possible concussion". Patient was treated with "b5 IV amp of d50 and additional amp of d50". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was previously returned and investigated therefore, no further investigation activities were performed for the returned meter. A valid strip lot number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all precision test strips within expiration at the time of complaint were reviewed. The DHR review showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and precision test strips, no trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A healthcare professional reported receiving an inaccurately high reading on the adc blood glucose meter. A patient's blood glucose was checked and a meter reading of 300 mg/dl was obtained compared to a laboratory result of 120 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. It was further reported the "patient was binge drinking and had a seizure and got a possible concussion". Patient was treated with "b5 IV amp of d50 and additional amp of d50". There was no report of death or permanent injury associated with this event.